Event description:
It was reported that the customer experienced diabetic ketoacidosis. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.